Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event as they were attempting to charge defibrillation energy, their device did not complete the charging cycle properly. The customer stated that when attempting to charge defibrillation energy, the device would start the charging process but would never complete. This reportedly occurred 3 to 4 times before the device was able to complete the charging process. Once the device completed the charging process successfully, the patient was no longer in need of a defibrillation shock. The customer did state that their battery level was low during this event, but it was not confirmed if the low battery caused the reported failure. There was no report of any adverse effects caused to the patient as a result of the reported failure.